Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following implant, the pulse generator exhibited backup vvi mode. Prior to implant, the device was exposed to inadequate temperatures. No electrocautery exposure was suspected. The device remained implanted.